Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event:: heartware ventricular assist system. Pump /(B)(4) / model #:1103 / expiration date: 2019-08-31, UDI #: (B)(4), mfg date: 2017-08-31, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular assist device (lvad) exhibited low flow and turbulent sounds. The right ventricular assist device (rvad) exhibited low flow, suction, and turbulent sounds. The rvad and lvad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported "low flow " event of left ventricular assist device (lvad) was not confirmed through log file analysis which revealed normal power consumption. No alarms were logged near the reported event date. The reported "low flow and suction " event of right ventricular assist device (rvad) was confirmed through log file analysis which revealed multiple suction alarms recorded since (B)(6) 2018 and multiple low flow alarms recorded since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the suction and low flow events can be attributed to multiple factors including but not limited to thrombus or other materials in the device, inflow cannula obstruction, or poor vad filling. Based on risk documentation, the turbulent sound or pump vibration may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Additional products: pump (B)(4). Expiration date: 2019-08-31. UDI#: (B)(4). Device available for evaluation: no. Device evaluated by MFR: yes. Mfg date: 2017-08-31. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial MDR date MFR. Rec: 2017-12-15 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.